Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was above 300 mg/dl. Customer stated that they getting motor error alarm on the insulin pump and they in the hospital due to motor error alarm. Customer stated that they also in the hospital due to insulin pump was stopped working. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin drip, pen. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.